Event description:
In 2008, the pt reported a low blood glucose reading of 63 mg/dl with his target reading being 90 mg/dl. He stated his blood glucose concerns began on the day before, when he had an elevated reading of 390 mg/dl at 5 p.m. And of 315 mg/dl at 6 p.m. He stated he continued to experience elevated readings although he was treating his readings by bolusing through his insulin infusion device. He stated his readings did not lower until today, when he woke up with the low reading which he corrected by eating something. He said his readings are currently within his normal range. During troubleshooting, the pt stated he has not received any occlusion messages or other alarms and believes the boluses were delivered. He confirmed the time and basal rates are accurate on his device. He stated he changed his insulin cartridge and infusion set tubing on three days prior to original date, and his infusion headset on two days later. Troubleshooting did not find any product issues. He said he exercises regularly, but was not able to find any product issues. He said he exercises regularly, but was not able to do so yesterday because of the poor weather and thinks this may have affected his blood glucose readings. The pt was encouraged to closely monitor his readings. The pt was unable to verify the serial number on his infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.